Event description:
During use for a cardiopulmonary bypass procedure, the roller pump displayed "service pump" and "motor error" messages. The pump was replaced with an alternate device. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.